Manufacturer narrative:
Upon completion of the investigation it was noted that it was not possible to investigate the complaint as no sample was returned for evaluation. Search for relative complaints were monitored for the last 2 years, on all certas codes 82-88xx, no other issue was found. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-8801 with lot crpbpf, conformed to the specifications when released to stock in 18th march 2015. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
(B)(6), on the (B)(6) 2015, clinician implanted the first certas plus shunt at the (B)(6) hospital. The clinician is also one of our k.o.l. The shunt was inserted into the patient, maintaining the surgical procedure throughout the operation, and used a 3/0 vicryl suture to attach and anchor both the proximal and distal catheters to the certas plus valve. This morning I was called out to (B)(6) hospital, for a case with the clinician and I was asked to bring another certas plus valve as the patient was undergoing a possible revision. Once the patient was asleep, the clinician opened up the skin on the skull and peritoneal area to inspect the shunt and catheters. Upon further inspection, it was found that the ventricular catheter had become disengaged from the proximal tip of the certas valve. The clinician had remarked that it was the first time that he had ever experienced an incident like this. After the ventricular catheter was re-anchored with a vicryl 3/0 suture, I spoke to the clinician to ask him what he thought, in his opinion was the cause for the ventricular catheter becoming dislodged from the valve. The clinician feels that the catheter did not become dislodged due to excessive lateral flexion, neither were the sutures too loose. He feels that the proximal tip of the certas valve is not as robust and is also a bit too short in length, thus creating a smaller working space to affix the ventricular catheter to the certas valve with a suture.